Event description:
It was reported by service report that the center of the head left caster wheel bearing was broken which could affect stability and maneuverability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.